Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. Also, the shock impedances were 103 and 105 respectively. There were no additional adverse patient effects. The system remains implanted.